Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was preformed. The evaluation confirmed and reproduced the system error 105 caused by a severed motor mount screw head jammed into the gears. The motor mount screws and motor assembly were replaced.